Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the third inflation at nominal pressure for 10 seconds the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.